Event description:
It was reported that a merlin.net transmission showed multiple episodes of non-sustained lead noise due to oversensing. The patient was asymptomatic. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.